Event description:
It was reported during pre-operation interrogation that the patient had high impedance once and then impedance within normal limits the second time. During generator replacement surgery, the diagnostics showed high impedance 4 different times after reinsertion of the pin. The surgeon noted there was a possible crack in the lead seen about 3-4" up from the generator. There was a small section of milky color inside the sheath but they could not feel the crack. The final impedance reading still noted high impedance. The patient was closed up and scheduled lead revision at later date. No known further relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient went for first follow up appointment after generator replacement and diagnostics were within normal limits. At the second follow up appointment, the patient reported infection at generator site and diagnostics showed high impedance of unknown value. The patient later had their vns generator explanted due to infection. Provider reported that the cause of infection was vns surgery. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date. This MDR houses the report of high impedance on the patient's lead. MFR ref #1644487-2022-00950 houses the report of infection and explant for patient's generator.

Event description:
Patient's explanted generator was returned for product analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The downloaded generator data was reviewed and several earlier high impedance dates were noted. No known further relevant surgical intervention has occurred to date. No other relevant information has been received to date.